Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure. It was further reported that the artery was moderately calcified.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection showed no damages to the balloon but noted multiple kinks along the hypotube shaft and a shaft polymer extrusion kink 2.6cm distal from the port exchange. Microscopic analysis and leakage testing detailed a pinhole in the balloon, located 2mm distal from the proximal markerband. All blades were fully bonded and showed no damage, as well as the tip, and the proximal and distal markerbands.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure. It was further reported that the artery was moderately calcified.